Event description:
User stated, the tube was very noisy and low ma error code displayed. No pt injury was reported.

Manufacturer narrative:
The service rep verified symptom. Ordered and replaced the x-ray tube. Checked calibration and performed a filament calibration. Verified proper operation of system.